Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer requested assistance changing the pump correction factor. Reportedly, the customer programmed their correction factor incorrectly. Customer's blood glucose level was not impacted.